Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device fractured interarticular. All broken pieces were removed from the patient.